Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for evaluation and no photographs or imaging was provided. Without the complaint device, a physical investigation was not able to be completed. A review of documentation was performed. This included a review of the instructions for use, manufacturing instructions, and quality control data. The device was not available for a physical investigation. There is no patient history for review. There is no alleged malfunction of the zsle-20-74-zt. The patient¿s thrombosis was alleviated with anti-coagulation therapy. It is feasible to suggest the leading cause of this event is human physiology and disease progression-related. Based on the investigation evaluation, there is no indication that a design or process-related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not provided; therefore, the device history record could not be reviewed. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU: ¿ inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return to cook. ¿ pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. ¿ excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. There is no evidence suggesting that the device was manufactured out of specifications. The root cause of this event is possibly human physiology and disease progression-related. However based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a (B)(6), male patient underwent an endovascular aneurysm repair (evar) in (B)(6) 2016. As reported, the patient was implanted with a zenith flex aaa endovascular graft bifurcated main body graft and two zenith flex with spiral-z technology aaa endovascular graft iliac legs. A follow up computerized tomography (CT) scan showed a small amount of thrombus. The physician did a revision on (B)(6) 2017. The physician performed a computed tomography angiography (cta) which showed the entire right limb was thrombosed. No kinking was noted. There is no external reason for the thrombosis during the revision. The physician treated the thrombosis by placing a kissing stent in the limbs above the area of thrombosis. The physician also initiated anti-coagulation therapy. On (B)(6) 2017, the physician followed up and the patient had normal outflow and pulses. Physician confirmed per the follow up that the patient was doing well but is hesitant on taking patient off of anti-coagulation treatment.